Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor cannula was missing from the sensor. Customer's blood glucose was 223 mg/dl. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used partial enlite sensor. Found the senor cannula was retracted inside of the sensor base and the broken part is missing; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. Unable to confirm insertion needle complaint due to no needle was returned.